Event description:
A report was received that the patient experienced discomfort at the ipg pocket site. The patient underwent a revision procedure wherein the ipg was replaced. Malfunction was not suspected, the ipg was replaced due to physician preference. The event was assessed as not being related to the stimulation. The patient is doing well post-operatively.

Manufacturer narrative:
Additional information was received that the ipg was explanted due to battery malfunction. It was noted that the ipg battery would not hold a charge. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient experienced discomfort at the ipg pocket site. The patient underwent a revision procedure wherein the ipg was replaced. Malfunction was not suspected, the ipg as replaced due to physician preference. The event was assessed as not being related to the stimulation. The patient is doing well post-operatively.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient experienced discomfort at the ipg pocket site. The patient underwent a revision procedure wherein the ipg was replaced. Malfunction was not suspected, the ipg was replaced due to physician preference. The event was assessed as not being related to the stimulation. The patient is doing well post-operatively.

Manufacturer narrative:
Additional information was received that the patient discomfort was not due to a device deficiency.

Event description:
A report was received that the patient experienced discomfort at the ipg pocket site. The patient underwent a revision procedure wherein the ipg was replaced. Malfunction was not suspected, the ipg was replaced due to physician preference. The event was assessed as not being related to the stimulation. The patient is doing well post-operatively.